Event description:
The customer reported that at 6:54 pm, his blood glucose measured 78 mg/dl but it reached 279 mg/dl by 9:23 pm. He corrected with a 3.5 unit insulin bolus. Thirty minutes later, his bg was 323 mg/dl. Another 3.5 unit bolus was taken, but his bg was 370 mg/dl the next time he tested (time not reported). Another 6.5 unit correction was bolused, but he stated his bg continued to climb (no further test results reported). He deactivated and changed the pod. He stated that the cannula was bent.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."